Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported error false downstream occlusion which was not reproduced. A review of the event history log identified error false downstream occlusion. The cause was determined to be force sensor was out of specification which was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump, alarmed downstream occlusion. The problem was found at the pharmacy department last (B)(6) 2020. There was no patient involvement. No additional information is available.